Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawers were fully opening when removing controlled medication, even though they were set as mini single. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was down because all pockets were unable to close due to a singular cubie ejection. The field service engineer also performed a storage reimage for the station to address bloated storage capacity caused by a previous update version. Additionally, the fse carried out tower door corrective actions on the c2safe doors, and all doors were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawers were fully opening when removing controlled medication, even though they were set as mini single.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.